Event description:
Customer reported that during a therapeutic plasma exchange (tpe) procedure they noticed the plasma was clear yellow, but also red. Per the physician the procedure was continued. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the hemolysis was related to the patient¿s disease state. No further reporting will be provided as this does not represent a reportable event.

Event description:
Customer reported that during a therapeutic plasma exchange (tpe) procedure they noticed the plasma was clear yellow, but also red. Per the physician the procedure was continued. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.